Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the mildly tortuous and severely calcified right common femoral artery. A 300 cm, 12 cm v-18 control wire guide wire was crossed the lesion. However, the distal tip at around 9 cm of the wire sheared off inside the patient. The fragment was left in the subintimal space. No intervention was done in an attempt to remove the sheared component. The physician noted that the fragment was not in jeopardy of migrating and it would not cause any harm; therefore, the physician decided that it was best to keep it there. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable and good.